Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the recharger was not completely charging the battery. It was also reported that there was poor coupling with recharging that started a week ago. The patient got 68 for coupling with antenna locate but had zero boxes shaded when the charge was initiated. It was reported the antenna was damaged. A replacement antenna was sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient provided their weight at the time of the event. They reported that the replacement of the ins recharger antenna pretty much resolved the poor coupling and incomplete charging. The patient stated they have trouble placing it in the exact spot. They felt they should have had the transmitter placed in a different place as their left arm is limited and cannot reach back to help placement or hook up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the limited movement was not related to the stimulation device therapy and that the device had nothing to do with their left arm. They noted they had a shoulder replacement in 1994 and an accident in 1999. They explained that if they had known about adjustment of the belt for recharging, they would have asked for their device to be implanted in a different spot and told their physician about their arm.